Event description:
It was reported that there was not possible to fill in the tank of the arctic sun device, low flow. Pads were not filled. Per review of wo on 20jan2026, there was no patient involvement. Per sample evaluation results received via task on 25feb2026, it was reported that the per wo there were additional problems with the control panel screen was blinking, level sensor had cracks but still worked and the fill tube was dirty.

Manufacturer narrative:
The reported issue is confirmed. The device was evaluated upon receipt. There was no flow due to the failure of the circulation pump. Repair of the device was declined and the device was scrapped. There were cracks on the level sensor (no issue), in manual control the screen of the control panel blinks, and the fill tube is dirty. Repair of the device was declined and the device was scrapped. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter complete facility name: chru of lille calmette biomedical workshop all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.